Event description:
It was reported that a smiths medical pump exhibited a reading of "volume out of range (17.4) during testing with no patient involvement.

Manufacturer narrative:
Customer reported that the device was out of volume range. Label seals were intact, scratched screen. Performed delivery accuracy testing on the pump , was unable to verify the complaint. No problem was found.

Manufacturer narrative:
Customer reported that the device was out of volume range. Label seals were intact, scratched screen. Performed delivery accuracy testing on the pump, was unable to verify the complaint. No problem was found.